Event description:
A symptomatic patient, with no underlying conditions, had a nasopharyngeal swab collected on (B)(6) 2025 and placed into 3ml of utm. Sample was tested the same day with xpert xpress cov-2/flu/rsv plus, lot 63905, and resulted as sars-cov-2 negative, flu a positive, flu b positive, rsv negative. This result was reported to the physician. A retest was requested due to the dual positive result, so the same sample was retested again on xpert xpress cov-2/flu/rsv plus test, which resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Due to the all-negative results, the sample was sent to the main hospital lab and retested the same day at night on an unknown platform which resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was also reported to the physician. The sample was stored at room temperature in between testing. There is no known patient harm due to these results.

Manufacturer narrative:
Customer reported a discrepant result for a patient sample tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2025. The patient was symptomatic, and the first test showed both flu a and flu b positive. After informing the physician, a re-test was requested, which returned all negative results. This result was also informed to the physician. The sample was then sent to the main hospital lab, where testing also showed all negative results. Based on the review of the data, there is no indication of malfunction with the initial flu a positive and flu b positive. The dual positive result is valid. The curves and CT values of the flu a and flu b indicate there is target there. However, the CT values for both the flu a and flu b target are later with 36.8 for flu a and 40.0 for flu b indicating that this is a low-level positive. This is typically an indication that the patient is at the tail end or at the very early stages of infection. The low-level positive is near or at the limit of detect of the test and when a sample is near or at the limit of detection, the flip flopping between positive and negative results are likely. So, it's likely that the initial flu a and flu b positive result is not reproducible. It was confirmed that no patient harm or impact due to the differing results. Customer stated that patient was an outpatient and had very mild symptoms and was wanting to go back to work, which indicates more likely that patient was at the tail end of sickness. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.